Manufacturer narrative:
The reported foreign material failure mode was confirmed upon evaluation of the returned unit. A plastic "flash" piece was found on an edge of the blister package. The root cause for this foreign material can be attributed to workmanship (procedure for removing the "flash" not followed adequately). Furthermore, the foreign material was not captured during the particles inspection check or packaging stage. According to event details information in the product inquiry record, there was no patient involvement or associated procedure; the nonconformance was noticed prior to procedure. In sum, the unit was returned and the failure mode was confirmed.

Event description:
It was reported that when the sterile packaging was opened there was a small foreign body inside the packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when the sterile packaging was opened there was a small foreign body inside the packaging.